Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual analysis showed that the valve was discolored showing evidence of blood contact. The sewing ring was inverted adjacent to leaflets 1 and 2 with the sewing ring adjacent to leaflet 3 appearing normal or flat. Small needle holes were observed along the sewing ring. Leaflets 2 and 3 were in the closed position with leaflet 1 partially open. All leaflets were slightly stiff but flexible which may be associated to blood contact and/or the decontamination solution. All leaflets were intact. All commissures appeared intact. Updated d9 updated h3 updated h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 27mm aortic bioprosthetic valve, it was explanted and replaced with a different manufacturers 27mm bioprosthetic valve. The reason for the replacement was reported as a moderate central leakage which did not decrease. It was also reported that the barrel end and replica end of the sizer were used, and the replica end was used to select the size of the valve. It was further reported that the patients native annulus was felt to be between a 27mm and a 29mm size. A body surface area chart was not used for valve sizing. It was stated that the aorta was opened again and it was observed that thevalve was sitting normally on its place and closing sutures were not around the valve but the valve was not coaptating properly and the non coronary leaflet was rigid. It was mentioned that the patients native three leaflet valve had a right cusp prolapse with a leakage and strong fibrosis. It was stated that a partial aortic root repair was also done. Pledgets were placed on the outside of the non-coronary patch. It was mentioned that the patient had a left ventricular ejection fraction (lvef) of 45% and a sinus of valsa lva measuring 48mm and ascending aorta measuring 42mm. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.